Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress/chemical stress was applied to the insertion section while the user was handling the subject device. As a result, the coating peeled off. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "3.3 inspection of the endoscope 5 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the universal cord had a leak, the air valve connector unit had a leak, the distal end light guide cover lens was scratched, the distal end plastic distal end cover was damaged, the bending section cover rubber glue was cracked, the connecting plug unit was cracked, the air valve unit connector was leaking, and the angulation was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the bronchovideoscope biopsy channel was punctured. The issue was observed during the reprocessing process. There was no procedure or patient involvement. The device was returned to olympus for a device evaluation and found the connecting tube had peeling of the coating (greater than or equal to 1x1mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.